Manufacturer narrative:
This information was not provided during the initial report. Additional information has been requested. Subject device was not explanted. Synthes is unable to provide the date of manufacture as no product was returned and no lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided. Without a lot number the device history records review could not be requested.

Event description:
Consultant reported that during a fusion of the right wrist the surgeon implanted the plate and inserted two screws. Surgeon was inserting the third screw, 2.7 mm ti cortex screw self tapping, and the screw head broke off the shaft. Surgeon did not remove the shaft of the screw, he shifted the plate over a little and inserted the rest of the screws for the plate. The screw head was retrieved, the shaft of the screw remains in the patient.